Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the blade chuck attachment detached was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the turning knob on the attachment device was loose, the housing was scratched, the pin was secured, the toothed sleeve was loosened, there was component damage, and the device did not function. It was further determined that the device failed pretest for check the function of the quick saw blade coupling and check oscillating frequency with frequency meter. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant med products: saw blade device UDI (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the circle cover piece of the sagittal saw attachment device detached and came loose during drilling. It was reported that the attachment device could still hold the saw blade device, and only the cover part came off. It was not reported if there was a delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.